Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The j-tube, peg tube, y-adaptor, and fixation screw were received at abbvie for examination. A visual inspection was performed and there was no bezoar present on the j tube. It was unknown if the bezoar was removed inadvertently when removing the tubing from the patient. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 while replacing the peg and j tubes, a bezoar in the first stage was starting to form.